Event description:
It was reported per field service report: symptom - "pump inflates, but would not deflate" reported by biomed. Findings/action taken: no problems found, could not reproduce symptom. Recorder strip attached, "helium loss 3 (2.)." System functional. Per the field service engineer (fse) the pump was switched out successfully. The fse had just finished a preventative maintenance (pm) two days prior to the event. A functional check was performed with no problems found. Add'l info received on (B)(6) 2011, per the biomed from the hospital, the pt outcome was no harm to the pt and the pt was discharged. There were no issues after the pump was successfully switched out. No injury, complications or death to the pt. No medical/surgical intervention was needed. Delay or interruption was only the time it took to switch out the pumps.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.